Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that the customer's is having issues with the reservoir. The customer has had nine reservoirs' that failed during the fill tubing process. The customer's blood glucose was 9.0mmol/l. The customer stated the insulin is squirting out during the fill tubing process. The customer stated the insulin continues to drip during the tubing process. Advised customer the device will be replaced.